Manufacturer narrative:
MDR code eval conclusion code was updated.

Manufacturer narrative:
The needles of the rinsing station were checked, the sample probe was cleaned, and an air purge was performed. Precision testing was performed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable ise indirect gen 2 results for qc material and for two patient samples from the cobas 6000 c 501 module. Data was only provided for one of the patient samples. The initial sodium result was 93 mmol/l and the initial potassium result was 2.2 mmol/l. The repeat sodium result was 136 mmol/l and the repeat potassium result was 4.6 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.